Event description:
Hosp contact reported a case of infection following the use of s&n biorci screws. Two screws were used on the pt. Hosp made no direct connection between this patient's condition and the use of the smith & nephew implants.